Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: autoimmune symptoms. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a primary breast augmentation with mentor smooth round moderate profile 325cc and experienced symptoms including anxiety, massive panic attacks, memory fog, hair loss, memory loss, pressure in the chest, pre-menopause symptoms, skin rashes, psoriasis, itching, dry mouth, dry skin, low libido, difficulty concentrating, joint pain, ear ringing, and vertigo post-operatively. The patient indicated they were diagnosed with hashimoto¿s disease. As a result, the patient underwent explantation on (B)(6) 2020. This report is for the right side device.

Manufacturer narrative:
On august 18, 2020, mentor became of an updated date of event : (B)(6) 2012. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, mentor received additional information confirming the patient's deflation to have occurred on the right side post-operatively. Relevant coding has been updated. Manufacturer¿s reference number: (B)(4).